Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called via phone call and reported a keypad anomaly, the button on the insulin pump kept scrolling. Customer also mentioned that the insulin pump randomly changed from english to spanish language. Blood glucose level was unknown at the time of call. Advised customer that insulin pump will be replaced. Insulin pump was returned for analysis.

Manufacturer narrative:
Pump received with no (act) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify settings anomaly due to buttons not responding. No numbers scrolling during testing noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot and cracked battery tube threads.